Manufacturer narrative:
Technical evaluation the devices involved in this event were not returned to orthofix for the investigation. The nail is still in use by patient and the receiver has not yet received. The technical evaluation will be performed in case the receiver becomes available. Orthofix has requested further information on the event such as: code and serial number of the nail; serial number of the receiver and copy of the x-ray images. Unfortunately, this information has not yet been received. As soon as further information is available, orthofix will provide a follow up report. Orthofix continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: devices involved: one fitbone nail and one firbone receiver (MFR reports 9680825-2025-00011. Date of initial surgery: (B)(6) 2025. Body part to which device was applied: left femur. Surgery description: lengthening. Patient information: 45 years, male. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: "initially the nail worked fine. Lengthening as intended. At four weeks, the patient returned to theatre for soft tissue releases and at the same time the receiver was judged to have been in the wrong position and moved. Lengthening continued normally after this until last week when the nail suddenly went quiet and would not lengthen. Patient was taken back to theatre on (B)(6) to exchange the receiver in the hope this would resolve the issue. Upon receiver exchange the nail remained non-functional. It was not possible to return the explanted receiver for testing as there was no way to clean and process it. Sterile services at salford will not process contaminated explanted devices. There are currently no plans to explant the nail before 12 months. The patient received 3cm of their expected 6cm lengthening". The complaint report form also indicated: the initial surgery was completed with the device the event did not lead to a delay in the duration of the surgical procedure. An additional surgery was required: performed on (B)(6) 2025. A medical intervention (outpatient clinic) was not required copy of operative reports and copy of x-ray images are not available product is not available for return. Patient current health condition: health is fine. No adverse health effects as a result of device failure. Manufacturer ref: (b)(45). Distributor ref: (B)(4).

Manufacturer narrative:
A technical evaluation of the devices involved in this event was not possible as one of them (nail code and serial number not communicated) is currently in use by patient while the other one (receiver code 60001780, serial number not communicated) was discarded by the hospital and therefore not available for the technical evaluation. Based on the information available on the event, it was not possible to finalize the investigation and determine the root cause of the problem complained. In case further information and/or the devices used are provided, orthofix will re-open the investigation on the case. Orthofix continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: devices involved: one fitbone nail and one firbone receiver (MFR reports 9680825-2025-00011 and 9680825-2025-00012). Date of initial surgery: (B)(6) 2025 body part to which device was applied: left femur surgery description: lengthening. Patient information: 45 years, male problem observed during: into treatment/post-operative type of problem: device functional problem. Event description: "initially the nail worked fine. Lengthening as intended. At four weeks, the patient returned to theatre for soft tissue releases and at the same time the receiver was judged to have been in the wrong position and moved. Lengthening continued normally after this until last week when the nail suddenly went quiet and would not lengthen. Patient was taken back to theatre on (B)(6) to exchange the receiver in the hope this would resolve the issue. Upon receiver exchange the nail remained non-functional. It was not possible to return the explanted receiver for testing as there was no way to clean and process it. Sterile services at salford will not process contaminated explanted devices. There are currently no plans to explant the nail before 12 months. The patient received 3cm of their expected 6cm lengthening". The complaint report form also indicated: the initial surgery was completed with the device, the event did not lead to a delay in the duration of the surgical procedure an additional surgery was required: performed on (B)(6) 2025. A medical intervention (outpatient clinic) was not required copy of operative reports and copy of x-ray images are not available. Product is not available for return. Patient current health condition: health is fine. No adverse health effects as a result of device failure. On (B)(6) 2025 it was confirmed that the receiver was destroyed upon explantation and it was provided copy of two x-rays. Manufacturer ref: (B)(4). Distributor ref: (B)(4).